Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. The x-ray of the lead body noted a fracture approximately 21 cm from the terminal end. As a result, the clinical observations were confirmed.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise and sensing issues. As a result, the rv lead was explanted. Following the procedure, the lead was provided for return with a deformed helix. No adverse patient effects were reported.